Event description:
Powerglide midline catheter was inserted into left basilic vein by trained rn. When nurse tried to advance catheter, it met resistance. When she tried to remove the catheter, it would not remove from skin. Per insertion nurse "failed attempted midline insertion. Unable to retrieve needle or catheter from skin. Tourniquet in place. Monitoring circulation. Dr notified. Dr (surgeon) consulted. Pt agreed to have general surgery for midline removal. Surgical team to transport.". When catheter was removed in surgery, it was found to be twisted and "bunched up". No adverse events occurred related to midline insertion or surgical intervention. Reason for use: need for long term IV antibiotic therapy.